Event description:
A report was received that a pt's precision system was explanted due to infection. The pt was put on IV antibiotics, and the physician attempted to remove the infection without explanting the pt, but the attempt was unsuccessful. The pt was reportedly doing well after the procedure.